Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient presented with abdominal pain. A CT was done and showed the aneurysm was ruptured. The aneurysm rupture was possibly related to a type ii endoleak and type ib endoleak from the left limb. The cause of the type ib endoleak is unknown; however, the cia may have been arteriosclerotic. The type ii endoleak was confirmed to be coming from between two lumbar arteries and a sacral artery. Secondary intervention was performed to cut the proximal end of the aneurysm and stitched the ruptured vessel. The left limb was treated with an anastomosis. The bare stent and part of the left limb (ipsilateral) were left in the patient and the rest of the stent graft was explanted and discarded by the user facility. The patient¿s prognosis has been favorable. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).